Event description:
Customer reported her freestyle lite blood glucose meter was wet inside which prevented her from using it. She further reported that on (B)(6) 2011 she subsequently experienced both a loss of consciousness and a seizure. Paramedics were called, treated customer with glucose via intravenous infusion and transported her to a local healthcare facility where she was diagnosed with hypoglycemia. Customer was given additional intravenous fluids and glucose, in addition to drinking orange juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the device's manufacture is unknown.